Manufacturer narrative:
Lot number not available at time of this report. Device manufacture date is dependent on the lot number, and not available at this time. RMA issued. Replacement part shipped (B)(4) 2011. Suspect part has not been returned to the MFR. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep called in to request an RMA for a solera navlock driver. The medtronic rep reported the current part was bent; the tip of the solera standard driver appears twisted. The surgeon completed the procedure with the use of the stealthstation s7 system. No impact on the pt outcome was reported.